Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller successfully started their sensor session without seeing the error code again.